Manufacturer narrative:
Testing of actual/suspected device : during a preventative maintenance (pm) service, the getinge field service engineer (fse) the battery failed the runtime test. Battery runtime of 106 minutes, when the minimum runtime spec is 135 minutes. To fix the issue the fse replaced the batteries. Complete pm with full calibration, functional testing and safety check to factory specifications. Returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery run test. There was no patient involvement, and no adverse event reported.

Event description:
N/a.